Manufacturer narrative:
Concomitant product: product ID: neu_unknown_cath, implanted: (B)(6) 2002, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal fentanyl (concentration and dose unknown) via an implantable infusion pump. Indication for pump use was non-malignant pain and failed back surgery syndrome. The patient's pertinent medical history included osteoporosis, neuropathy, fibromyalgia, multiple spinal surgeries, and allergy to morphine, sulfa, and multiple environmental factors. Additional patient medications included oxycontin, oxycodone, and "many others." During a thoracic/lumbar fusion revision (unrelated to device system/therapy) on (B)(6) 2016, upon opening the patient up the hcp incidentally discovered the catheter was broken immediately distal to the end to end catheter connector. The hcp tried to confirm the patency of the catheter and did not see any cerebrospinal fluid (csf) backflow, only a small amount of "white fluid," also reported as a "chalky substance." The fluid/substance was consistent with intrathecal drug leak which "may have been present for some time." It was confirmed that the hcp could not aspirate the catheter. It was initially reported that the catheter "got nicked" during the surgery; however, it was later clarified that the catheter was already broken. The catheter was separated around the connection side area. The distal segment of the catheter was replaced, the new catheter was primed, and the dose was reduced by half. Following the catheter replacement, csf backflow was confirmed. No patient symptoms were reported related to the catheter break. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter.

Event description:
Additional information received from the manufacturer representative indicated the cause of the broken catheter was undetermined. The patient did not have a date as to when the issue could have happened.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.